Event description:
The customer reported that during a surgical procedure the implant broke. All parts were retrieved and the case was completed with an alternate device. There was no report of injury/delay.